Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage. (Bathroom). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 464 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 180 mg/dl. The customer feels well and did not report any symptoms. Customer stated he had a previous appointment and went to see his pcp (B)(6) 2017 (his two month follow up). Customer stated that he had mentioned that his results are high and they advised him to contact us for the control solution. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 03/21/2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history (date / time not set): 381mg/dl (B)(6) 2017 10:42 am fasting: yes; 399mg/dl (B)(6) 2017 07:23 pm fasting: no; 560mg/dl (B)(6) 2017 09:50 pm fasting: no; 464mg/dl (B)(6) 2017 05:34 pm fasting: yes; 322mg/dl (B)(6) 2017 08:07 am fasting:yes. Memory concerns: customer is concern with all these results. Customer states that he run a blood test and got 560 mg/dl non- fasting after eating a chicken sandwich with half of the bread. Customer states these high results are not normally for him.